Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "failed to deflate the balloon by syringe. The patient was sent to the or and the medical staff cut off the foley. Fortunately, the fluid flow was smooth later."